Manufacturer narrative:
Concomitant medical products: d154atg ICD implanted: (B)(6) 2005; 4076-45 lead implanted: (B)(6) 2005. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered which caused the patient to send a remote transmission. The right ventricular (rv) lead was found to have coil high impedance. It was further reported that the patient called and stated that there were inappropriate shocks "a while back" due to "bad lead." Follow up with the patient¿s healthcare provider indicated that the lead detections had been turned off, and that the lead had fractured. A new pace-sense lead had been implanted. The healthcare provider did not have any record of the inappropriate shocks. The patient was seen by the healthcare provider and there were no issues. It was further reported that the patient experienced a syncopal episode and the high voltage portion of the right ventricular (rv) lead triggered another alert for high/undefined impedance on the superior vena cava (svc) defibrillation coil and rv defibrillation coil. The lead remains in use. No patient complications have been reported as a result of this event.